Event description:
Legal counsel for the patient reports that patient underwent right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reports that a revision procedure occurred on (B)(6) 2010 due to patient allegations of elevated cocr ion levels, pain, loss of range of motion, grinding, probable subluxation of hip. Operative reports state that the patient¿s synovium was stained black with metal debris. Also, cultures confirmed the patient¿s hip joint was infected. The modular head and acetabular component were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-02113-1 and 03768).